Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a pump error 25 alarm, power loss alarm and replace battery now alarm. Customer's blood glucose was 81 mg/dl. After troubleshooting, insulin pump would be replaced per customer's request.